Event description:
As reported, "I was counting sets and came across two 7.5x65 screws with broken tulip heads."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
As reported, "I was counting sets and came across two 7.5x65 screws with broken tulip heads."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history, and risk assessment. Results: visual inspection: at reception of the device the reported event was confirmed. The tulip is found separated from the bone screw. No imprint characteristic for tightening is found on the bone screw head. Anodization is partially lost from the tulip threads, tulip neck and bone screw head. Device history review: manufacturing files were reviewed. No nonconformities or deviations linked to the reported event were found during manufacturing. Complaint history: a total of (B)(4) complaints were received for tulip disengagement issue. Event was confirmed in 24 complaints which resulted in (B)(4) implants. Application of excessive load (over tightening) was identified as the principal cause of tulip disengagement. Multiple tightening and implantation under maximal angle are considered as contributing factors. Conclusion: at visual inspection of the returned device, the reported event was confirmed. The tulip is separated from bone screw. Observations done during visual and dimensional inspection let us conclude that the bone screw was disassembled from the tulip by its top. In addition, the screw was never tightened. Review of manufacturing files did not reveal any nonconformity during manufacturing process that could lead to such failure of implant. Based on above data and severity assessment done for worst case situation, no corrective actions deem necessary.